Event description:
The customer reported correcting total protein results for twenty-nine (29) patients involving the beckman coulter au5400 clinical chemistry analyzer. The customer believed that the erroneous results were generated due to the straws used inside the total protein reagent's 180 ml bottles. The customer stated that one thousand (1000) patient samples were repeated and alleged that the reagent bottle in question switched to sequence two while sequence one bottles were still at least half full. The customer stated that the straws were ensured to be straight and centered in the bottles. The customer always performed a reagent volume check before starting a run and had only begun noticing this issue in the last two weeks prior to reporting this event. The customer stated that when the issue was first noticed, the instrument did not generate any errors or flags. The customer indicated that when the issue was noticed the second time, the instrument generated a flag to indicate that the reagent was going to switch over to another bottle but the flag was generated only after one hundred bad sample results were generated; the customer then noted that the flag was incorrect as the bottle was 3/4 full. Total protein reagent lot number 4246 was used in conjunction with the instrument at the time of the event.

Manufacturer narrative:
The customer did not request service for this event. The customer alleged that the removal of the straws appeared to have improve the process and the customer is now running samples without the use of the bottle straws. Failure mode of the event is unknown; the available information suggests that the system failed to detect reagent volume level and allowed premature reagent sequencing without generating any error flags. The customer did not request service.